Event description:
It was reported that during a follow-up, post-paced oversensing was observed during dft testing. The lead remains implanted. The patient condition was good before and after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.